Manufacturer narrative:
(B)(4) with batch r59595 were supplied to customers worldwide. There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However even here the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/visual analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated. It has been decided to undertake a field safety correction action to remove batch r59595 from the market.

Event description:
The dentist found that one veneer on tooth 23 had been placed. When light curing after a few seconds it turned grey and after a bit more curing it turned blue/green (turquoise) and stayed blue/green after the light curing was finished.